Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was done in 2007. During the procedure, a 3.0 x 18 mm xience v stent was deployed in the mid right coronary artery (rca) lesion. There were no device issues or patient effects noted at the time of the index procedure. However, in 2009, it was reported that the patient expired. The relationship of the xience v stent, and the patient's death is unknown at this time. No additional event or patient information is available.